Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Onetouch ultra meter had segments missing issue. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient tests her blood glucose at least four times a day and manages her diabetes with lantus (fixed amount) and humalog (sliding scale) based on meter results. In 2008 at around 10:00 am, the patient reportedly first noticed the subject meter had some missing segments, but she was still able to make out what the readings were. About 8:00 pm, she reportedly noticed more segments missing from her display and stated that she was not able to make out what the result was this time. As a result, the patient claimed that she had to "guess" what her blood sugar might be based on her feelings. A few hours later, she reportedly felt shaky and sweaty (low blood glucose for the patient) and reportedly had some sugar containing foods. After that, she reportedly felt "high" so she took an additional 8 or 9 units of humalog throughout the night. The patient did not have a backup meter to test her blood glucose with. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.